Event description:
It was reported that the patient presented to the emergency department with dizziness. It was noted that the patient's right ventricular (rv) lead exhibited oversensing of noise during ventricular high rate episodes and non-physiological noise. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was additionally reported that the rv lead exhibited t-wave oversensing (twos) resulting inappropriate pacing inhibition. The rv lead was explanted and replaced. It was also reported that the right atrial (ra) lead exhibited noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo.

Event description:
It was additionally reported that the patient experienced asystole.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.